Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with one infusion set. The cannula was not removed prior to insertion. The event occurred on (B)(6) 2024 within 3 hours of insertion. The site of insertion was the abdomen.patient replaced infusion set and resumed insulin successfully. No further information was available.